Manufacturer narrative:
An alarm was generated during operation, indicating an occlusion. A root cause for the alarm could not be determined. The device was received fully deployed. The exposed portion of the soft cannula was flattened and torn. Fluid leaked from the tear. Another leak was found on the cannula at the formed needle tip. It could not be determined when this damage occurred, and it could not be conclusively determined if this contributed to the reported alarm or a failure to deliver insulin. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 300 mg/dl while wearing the pod for longer than 48 hours on the leg. Patient's father stated while patient was sleeping, the pod alarmed and bg levels were high. Method of treatment was not disclosed.